Event description:
Customer reported an IV argatroban over infusion. Customer is requesting an event log review for key presses to confirm device was programmed correctly. Customer wants the log review performed for (B)(6) 2012 from 0600-1200. Customer reported nurse programmed the argatroban primary infusion at 18.2ml/hour with volume to be infused at 50mls using guardrails (1mcg/kg/hour). Customer reported the nurse started the infusion at 0950 and at 1036 the pump module alarmed air-in-line and the nurse noticed there was approx 5ml left in the bottle. The nurse did not notice any leaks. The nurse felt she programmed the rate correctly and a brand new 50ml bottle was hung at 0950. The argatroban drip was put on hold at 1036 and a ptt blood draw was performed at 1100. The ptt at 0900 was 55 and the level at 1100 was 52, so the doctor ordered a third blood level and that was therapeutic. The customer reported the argatroban drip was restarted after the third ptt. There was no lasting pt harm. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The report of an over infusion of argatroban was not confirmed. A review of the associated pc unit event log for the argatroban infusion indicates that the pump module had been infusing through-out the early morning hours of (B)(6) 2012. At 9:50 am as reported by the customer, a new vtbi of 50mls was programmed and the infusion ran until 10:36am when it was interrupted by an air in line alarm. After several attempts to restart the infusion the user shut down the system. The volume infused since the 9:50am new entry of 50mls vtbi was only 14mls. Rate accuracy testing on the pump module found it to be delivering fluid within specifications. The root cause of the customer's experiences was not determined.